Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted into the patient. It is also reported that the patient experienced pain, discomfort, pressure, difficulty voiding urine, continued incontinence, discharge, scarring, infection, odor, bleeding, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted. Patient experienced pain, infection, urinary/bowel problems, and dyspareunia. It was reported that the patient underwent a mesh revision/ removal on (B)(6) 2008 due to sui. No additional information provided.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted. It was reported that patient also underwent contigen (bard) collagen implant x2 on (B)(6) 2008 due to sui. No additional information was provided.

Manufacturer narrative:
It was reported that patient underwent permanent interstim lead placement stage I on the left side due to mixed urinary incontinence on (B)(6) 2012. No additional information was provided. (B)(4).